Event description:
It was reported that the patient presented remotely for follow-up. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch (ams) due to far r-wave over-sensing. No intervention was performed and the patient experienced no consequences.